Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter contained foreign matter described as "extra piece of plastic". No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter contained foreign matter described as "extra piece of plastic". No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: 3 iag units from lot number 8102501 were received as follows: unit 1: all components were present, the writing on the open package indicated ¿extra piece of plastic¿. Unit 2: received a fully retracted needle assembly and a catheter-adapter assembly, the writing on the open package indicated ¿painful¿. Unit 3: received a fully retracted needle assembly the writing on the open package indicated ¿painful¿. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of foreign matter with lot #8102501 regarding item #382533. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of needle penetration difficult / painful with lot #8102501 regarding item #382533. DHR review indicates the lot was manufactured (built and packaged) on afa line 11 on 14apr2018 through 18apr2018 for a total quantity of (B)(4). All challenge, set-up and in process samples were performed according to the quality control plan and all passed per specifications. Visual/microscopic evaluation: unit 1: no fm could found on any of the components of the unit received. Unit 2: traces of blood was present on the cannula and the catheter. The catheter tip was acceptable per specifications and no damage was observed on the catheter tubing. The needle tip was acceptable per specifications and no damage was present on the cannula. Unit 3: the catheter tip was acceptable per specifications and no damage was observed on the catheter tubing. The needle tip was acceptable per specifications and no damage was present on the cannula the returned units did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the incident report could not be confirmed or replicated in the laboratory. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.